Event description:
A call was received through technical services reporting that a carelink report showed oversensing (sic > 1100), and that v pace impedance had increased to 1300 ohms and was varied. A lead fracture was considered. At lead revision, the pace/sense portion of the lead was capped and a new lead was implanted for pacing and sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, intermittent high ventricular pacing impedance ranging from 1344-3408 ohms, and an elevated sensing integrity counter indicating a possible intermittency in the system.